Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had a cut on the camera cord. The event occurred during maintenance. There were no reports of patient involvement.

Event description:
N/a.

Manufacturer narrative:
This supplemental is being sent as a correction due to the customer informing us they accidentally provided the wrong serial number (B)(6), the correct serial number is (B)(6). As only one complaint exists we are cancelling this emdr. The prior complaint for serial # (B)(6) has already been provided/submitted to the FDA via MFR# 3002808148-2024-36771-00. Therefore we are canceling MFR#3002808148-2024-36835-00 as an invalid submission because it is a duplicate.